Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
The hospital staff reported that the nurse call system was not alarming when the nkv-330 ventilator was generating an alarm. The ventilator continued to ventilate the patient without any issues. There was no harm to the patient, who was placed on another ventilator. The nkv-330 was brought to the biomed room for testing. The biomed engineer confirmed in his biomed room that the nkv-330 was not able to activate the nurse call.